Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the system was explanted. Additional suspect medical device component involved in the event: model number/catalog number: sc-8436-50 . Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: coveredge 32 MRI paddle lead 50cm . Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced an inadequate stimulation and the wires were coming out and an infection was developed at the implantable pulse generator (ipg) site. Colored drainage was noted. It was unknown if the infection was device related and it was not procedure related. The patient was placed on antibiotics. All components were explanted and will not be returned per hospital policy. Patient was doing well postoperatively.